Event description:
The mother stated the son had 2 v-go's that started to become loose and fall off starting on 2/15. The mother mentioned that with 1 of the v-go's that was becoming loose, the patient was able to feel the needle poking him. The mother mentioned that an alcohol swab was used at the infusion sites prior to attaching the v-go's and the 2 that became loose were applied to the leg and stomach.